Event description:
The customer reported that the system exhibited a "stator not on" error. This error will result in an uncommanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep preformed an onsite investigation. The hv (high voltage) connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.